Event description:
It was reported during surgery that the surgeon discovered the inframe instrument kit for 2.0mm (part number exinf912000, lot number 23181-16) had the incorrect wire size. A second kit was used to complete the surgery resulting in a 15-minute delay. No other adverse patient consequences were reported.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found for the inframe instrument kit for 2.0mm (part number exinf912000, batch 23181-16). Based on the information received, the root cause could not be determined.